Event description:
It was reported that intra-operatively, the lead exhibited high thresholds. The lead was extracted and replaced with a new lead. No patient complications have been reported as a result of this event.